Event description:
After passing a flexible ureteroscope over a bentson guidewire up into the renal pelvis, a large renal calculus was identified and ablated into innumerable small fragments using the holmium laser. After inspection of the ureter, a stent was passed under cystoscopic and fluoroscopic guidance. After the stent was positioned, fluoroscopic images were obtained and a wire was seen to remain in the area over the renal pelvis. The stent was removed after a guidewire was passed. The ureteroscope was passed and a short segment of wire was identified as the distal aspect of the bentson guidewire. The wire was snared with an extraction basket and withdrawn without difficulty and intact. Fluoroscopy showed no retained wires at this point. The stent was then replaced with good position and no further complications were encountered.